Event description:
The advocate stated the customer received a blood glucose reading of 120 mg/dl from one contour meter and readings of 50/60 mg/dl from his other contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.